Event description:
The info rec'd from the affiliate states that following: an angioplasty procedure of the left superficial femoral artery (sfa), there was a resistance felt between the balloon and the guidewire during the withdrawal, which had become stuck on the guidewire. Therefore, the physician withdrew the product with the guidewire as a unit, out of the pt's body, and needed to re-access the lesion with the same guidewire. The procedure was successfully completed with another balloon. The info states that the pt was a male (age unk). The product was properly prepped and inspected prior to use. The vessel was described as moderately calcified and tortuous. The rate of stenosis was 70%. The length of the target lesion was 10cm. The physician accessed the lesion with a radifocus, 0.018cm (terumo) guidewire from the popliteal artery at the knee and crossed the lesion via a sheath introducer (brand and size: unk). The balloon was advanced to the lesion and was inflated using an indeflator (brand: unk). The angioplasty procedure was successfully completed. There was no reported injury to the pt.

Manufacturer narrative:
The product is available for eval and testing; however, it has not been rec'd to date. Add'l info will be submitted within 30 days of receipt.